Manufacturer narrative:
Evaluation of the hyperbaric ventilator was completed by the manufacturer. Upon receipt, the device was tested. It did cycle, however, there was no flow volume. The ventilator was opened and the 10/32 plug from the manifold was sitting on the bottom of the device. To continue testing, the plug was installed into the manifold. After the installation of the plug, the hyperbaric ventilator tested within factory specification. It is unknown how the plug came out of the manifold. The ventilator had just been overhauled. Leak testing of the device is completed prior to the ventilator being released for shipment back to the customer after an overhaul. Review of the service paperwork from december 2013 found no discrepancies or variances.

Event description:
The customer reported the device was being tested after having been received back from receiving an overhaul. The ventilator was turned on and gas was leaking from the housing in front. The device will not cycle.